Event description:
It was reported that during an upgrade implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), oversensing on the ventricular channel was observed which resulted in pacing inhibition in the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended repositioning the right ventricular (rv) lead to avoid oversensing. No adverse patient effects were reported. No further information was provided.

Event description:
It was reported that during an upgrade implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), oversensing on the ventricular channel was observed which resulted in pacing inhibition in the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended repositioning the right ventricular (rv) lead to avoid oversensing. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.